Event description:
Reportedly, the ventilator went into device alert and shut down on a patient. The patient was ambu bagged and then switched to the backup ventilator. Please note that no permanent injury was reported as a result of this event.